Event description:
It was reported that using an unspecified artery access approach during a procedure of the heavily tortuous, de novo 90% stenosed, mid, mid/proximal right coronary artery (rca) the vessel was predilatated using a 2.75 x 15 mm non-abbott balloon dilatation catheter (bdc). The 3.0 x 18 mm kagura stent was implanted in the lesion, however, during implantation the vessel ruptured [dissection]. A long inflation was performed with a 2.5 x 20 mm non-abbott balloon catheter to treat the dissection and the patient recovered. It was suspected that the kagura device was larger than the vessel diameter of 2.75 mm. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, joker; guide cath: profit jr4 6f. There was no reported product deficiency and the product was not returned. Additionally, dissection is listed as an adverse event in the kagura instructions for use. In this case, a conclusive cause for the reported intimal dissection patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The kagura stent delivery system (sds) device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.